Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to sorc. Sorc checked the subject device and found that the reported phenomenon was caused by the failure of the ccd unit. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity based upon the information from sorc, omsc concluded that the reported phenomenon was attributed to the failure of the ccd unit due to the material deterioration of the ccd sensor by the ultraviolet rays.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that the endoscopic image was not displayed. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.